Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). During the MRI, the patient's implantable cardioverter defibrillator (ICD) had inappropriately gone into backup mode, as the patient had undergone MRI without ICD mode change. No intervention was performed. Patient was stable.

Event description:
Additional information received indicated that programming changes were made to reset the device.